Event description:
(B)(4). About a year after my implants were put in (may have been sooner, I don't remember the exact date they were implanted - just know it was in 2004 sometime.) I began to experience serious headaches, as well as back pain and painful periods. Eventually I began to gain a considerable amount of weight, and began to suffer from serious joint pain in my knees. That pain left me unable to go up and down stairs normally, I began to have so much pain I would have to go down them one at a time. I have suffered from memory loss and blurred vision, as well as my legs and arms going numb. When my legs go numb I can hardly stand or walk. I have also developed a few small strange cysts, as well as some strange tumor I had removed from my back. My body hurts all over, when I sleep I never feel rested, I am tired when I go to bed, and tired when I awake. I feel like I am old and dying, and I am only (B)(6).